Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "pump does not recognize when door is open" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper hook switch which was closed when should be open. The upper auxiliary is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not recognize when door was open found during testing in the biomedical service department. There was no patient involvement. No additional information is available.